Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Unreliable- test said negative for everything. Did everything right on test. Did a binax and positive for covid. Stick with binax - I wasted 11.00$